Event description:
It was reported that during the right ventricular (rv) lead replacement procedure, there was a lot of fibrosis on the rv lead and right atrial (ra) lead at the superior cava vein. Because of this, the ra lead had to be explanted in order to explant the rv lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.